Manufacturer narrative:
(B)(4).

Event description:
The patient developed left upper arm swelling in (B)(6) 2016. CT scan on (B)(6) 2016 showed focal narrowing of the mid left subclavian artery as it crosses anterior to the left first rib. On (B)(6) 2016 an upper limb, left, venous duplex scan revealed a chronic appearing, partial deep venous thrombosis in the proximal and mid subclavian vein. Since her symptoms are mild no intervention was recommended. It is unknown what might have lead to cause this.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.